Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump eroding through patient's scrotum after visiting the hospital on (B)(6) 2021. The ipp pump was explanted and no new pump was implanted. The physician alleges the skin became thinner causing the pump to protrude through the skin. The physician is considering a re-transplant procedure to implant a new pump. The physician believes the thinning of the skin is caused or contributed by the device. On (B)(6) 2021, the patient underwent a re-implant procedure, a new ipp was implanted with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, investigation conclusion code of known inherent risk of device was chosen.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported patient symptoms of erosion and pump migration were unable to be confirmed, however, the findings of the cylinders could affect the functionality of the device. Technical analysis: the cylinder, pump, and reservoir were returned for analysis to our post market quality assurance laboratory. Visual examination identified sharp instrument damage at the base of the bulb and close to the pump block. Functional testing of the pump was unable to be performed as a result of the holes. Visual examination of the cylinders identified one cylinder had a hole and broken fabric from sharp instruments and the second cylinder had bulging within the center of the body, there was air between the inner and outer tubing. Both cylinders were unable to be functionally tested as a result of the findings. Visual examination and functional testing of the reservoir did not identify any component abnormalities and performed within specification. The sharp instrument holes are commonly observed to occur at the explant procedure. Labeling review: a review of the labeling identified the reported event related to erosion and pump migration are anticipated in nature and severity discussed in the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump eroding through patient's scrotum after visiting the hospital on (B)(6) 2021. The ipp pump was explanted and no new pump was implanted. The physician alleges the skin became thinner causing the pump to protrude through the skin. The physician is considering a re-transplant procedure to implant a new pump. The physician believes the thinning of the skin is caused or contributed by the device. On (B)(6) 2021, the patient underwent a re-implant procedure, a new ipp was implanted with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump eroding through patient's scrotum after visiting the hospital on (B)(6) 2021. The ipp pump was explanted and no new pump was implanted. The physician alleges the skin became thinner causing the pump to protrude through the skin. The physician is considering a re-transplant procedure to implant a new pump. The physician believes the thinning of the skin is caused or contributed by the device.